Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) regarding shock impedance measurements greater than 125 ohms. Boston scientific technical services (bsc ts) reviewed the latitude website, and discussed that the data indicated all measurements, but one, were greater than 125 ohms. Episodes reviewed since last in-office visit showed all channels were clean and artifact free with appropriate sensing. Bsc ts recommended an in-office evaluation of the device and lead, and discussed various troubleshooting methods to check product integrity/connection. It should be noted the associated right ventricular (rv) lead is a competitor's product. Bsc ts discussed that the physician will not be alerted for the same red alert until the patient is brought into the clinic and interrogated by the programmer as the red alert is only reset at that time. Bsc ts also discussed that there were some missing stored episodes. During the initial interrogation, an interruption occurred, resulting in only the most current two weeks of trend data to be displayed. No revision procedure has taken place at this time regarding the out of range shock impedance measurements. Subsequently, additional information was received that a revision procedure took place. The pocket was opened, the lead was disconnect and re-connected, and measurements were taken. All measurements were within range, and it was suspected there was a connection issue. There were no adverse patient effects reported.